Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#(B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving morphine (unknown concentration at 3.4mg/day) via an implantable infusion pump. The indication for use was noted as lumbar radiculopathy and spinal pain. On (B)(6) 2015, the patient was in the office for a refill and the pump was reported to be flipped. The flip was noticed during physical exam. The hcp was able to fill the pump after manually flipping the pump back over. The hcp reported that the pump was not fully flipped but had moved forward or "flipped up" in the pocket. The hcp had to push the pump back down flat to be able to fill the pump. The patient reported that it felt different. The cause of the flipped pump was undetermined. The issue partially resolved, the plan was to monitor at next refill. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)